Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) has an error led lit and not able to monitor patients on telemetry transmitters. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 11/14/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Telemetry transmitter model: zm-521pa sn: ni telemetry transmitter model: zm-531pa sn: ni.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) has an error led lit and not able to monitor patients on telemetry transmitters. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) has an error led lit and not able to monitor patients on telemetry transmitters. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) has an error led lit and not able to monitor patients on telemetry transmitters. No patient harm was reported. Investigation conclusion: the unit was returned for evaluation, where the issue was duplicated and found to involve boot looping with an sram crc32 error. Repair center evaluation determined the cpu pcb had malfunctioned. The cpu board was replaced, the unit was reconfigured, and full reception and disclosure testing was completed. The org passed extended testing and qc before being returned. A loaner unit was provided during repair. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 11/14/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Telemetry transmitter. Model: zm-521pa. Sn: ni. Telemetry transmitter. Model: zm-531pa. Sn: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.